Manufacturer narrative:
Device is combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, restenosis and a myocardial infarction occurred. On an unknown date in 2009, a 3.5 x 20mm promus element stent was implanted in the distal right posterior descending artery. The initial intravascular ultrasound (ivus) pictures post procedure showed incomplete stent apposition in the mid-section of the stent. In (B)(6) 2013, the patient presented with chest pain and a non-st elevation myocardial infarction. The previously implanted promus element stent was found to be 95% restenosed. A non-bsc stent was implanted to treat the stenosis. No further complications were reported and the patient's status is stable. The physicians agreed that the malposition of the stent may be the reason for the restenosis.